Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that, that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to unable to be interrogated. The device was not able to connect to the programmer and there were no beeping tones with the magnet. No additional adverse patient effects were reported.

Event description:
It was reported that, that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to unable to be interrogated. The device was not able to connect to the programmer and there were no beeping tones with the magnet. No additional adverse patient effects were reported.

Event description:
It was reported that, that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to unable to be interrogated. The device was not able to connect to the programmer and there were no beeping tones with the magnet. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device codes a0705 and a160102. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.